Event description:
It was reported that unstable angina occurred. In (B)(6) 2018, the subject presented with unstable angina and was referred for cardiac catheterization, the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending into mid lad with 95% stenosis and was 38 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 38 mm promus premier study stent. Following this post-dilatation was performed with 0% residual stenosis. Three day later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2019, 335 days post index procedure, the subject presented with anginal symptoms and was hospitalized for further evaluation and treatment. The subject was diagnosed with unstable angina pectoris. Five days later, the subject was referred for coronary angiography which revealed lad (target vessel) with 85% mid stenosis noted in left main coronary artery (lmca) extending into mid lad which was treated with percutaneous coronary intervention. Post intervention, residual stenosis was 0%. Treated lesion during target vessel revascularization (tvr) was non target lesion. Three days later, the event was considered recovered/resolved and the subject was discharged on aspirin and ticagrelor.